Manufacturer narrative:
Serial number: (B)(4), lot number: 68068853h ,the serial number noted was provided by the customer, but is not valid. Device received on july 17 2013, for evaluation. Information received on july 22, 2013. Evaluation summary: product analysis for the 945nccpu notebook (s/n (B)(4)) found that the hard drive was corrupt. The hard drive was re-imaged and the laptop tested. The laptop passed manufacturing specifications. Not a single use device.

Event description:
It was reported that during a procedure a computer notebook was running slow and locked up on surgeon directed. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was not returned and therefore no evaluation could be performed.